Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that legacy full-height auxiliary drawer 4 was failing intermittently, replaced the flat ribbon cable, reseated the row board cable, tested the station in diagnostics, and confirmed that the customer successfully tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device experienced failing hardware with multiple cubie failures. The issue recurred after resolution and had been ongoing for the past several weeks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.